Manufacturer narrative:
The subject device was returned and the evaluation confirmed the insulation tip at the distal end of the sheath was chipped off and damaged. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause for the reported damage is very likely wear and tear and/or excessive force (impact, drop, fall) due to improper handling. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not been returned for evaluation; therefore, the root cause of the reported malfunction cannot be determined at this time. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
At the end of a transurethral resection of a bladder tumor, a piece of the black color ceramic tip was observed broken from the resectoscope inner sheath. The broken piece was recovered from the patient. An inspection was performed and there were no missing pieces. The procedure was completed using the same device and there was no delay.